Event description:
A nurse practitioner informed that during the ivtm therapy, a patient with a solex catheter (lot# unknown) in their left subclavian vein had swelling around the insertion site. The x-ray revealed that the catheter was positioned too high. The nurse was advised to ensure that the catheter is placed at a depth of at least 18cm or up to the hub if possible. In addition, an ultrasound showed a dvt in the subclavian vein, but it was non-occlusive. The caller planned to examine the placement of the catheter before removing it and would call back if they needed additional assistance. During a follow-up call, the end-user mentioned that swelling persisted around the solex catheter. A computerized tomography (CT) scan showed that the swelling was caused by a hematoma around the catheter. The patient is taking heparin, which may have contributed to the development of the hematoma. The catheter was inserted using a lateral approach and was secured at the hub, but there may be extravasation at the proximal port. Per the reporter, it is unlikely that the catheter caused any complications, but if it appears compromised during removal, it will be saved for return to zoll. The patient is currently stable.

Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and the investigation has been completed. It was not reported what ivtm was used for, however, it is usually performed to treat critically ill patients. The patient more likely was in a high-risk category for dvt due to immobility due to the clinical condition. No further information was provided by the users. The patient is currently stable. Event of hematoma at insertion site was assessed as not serious, treatment to mitigate event was not reported. Customer was queried for additional information. Based on available information, event was causal related to the zoll catheter due to relevant timing and location and no other obvious cause for such event. Hematoma at insertion site is an anticipated event and could potentially occur with usage of any catheter. The event of hematoma relationship to the device is casual and not related to the procedure. Event of dvt was assessed as not serious. Even the patient did not experience clinical symptoms of dvt, and event was diagnosed during routine test, treatment to mitigate dvt was not reported. Customer was queried for additional information. Event was assessed as probably related to the zoll catheter due to relevant timing and location of dvt. At the same time, the patient's clinical condition of critical illness and immobility possibly contributed to development of current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt is an anticipated event and could potentially occur with usage of any catheter. The event of dvt relationship to the device is probable and not related to the procedure.